Manufacturer narrative:
Findings: pump had cracked battery tube threads, reservoir tube, broken half of reservoir tube lip, missing reservoir tube o-ring, however test reservoir will lock/click in place properly, cracked belt clip slot, minor scratched display window and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 290mg/dl at the time of the incident. Customer stated that the reservoir compartment was broken and the reservoir fell off when they were changing the infusion set. The customer stated that the crack might have occurred over time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.